Event description:
It was reported that: the cuff did not inflate when the ring was locked at the level required for the patient. When the ring was set at another level, there was no problem. This was observed during the preparation prior to use. No consequence for the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer report: one actual sample was returned for investigation. Investigation was conducted by moving the fixation ring to 3 different areas (front, middle, back) with unlock and lock condition. Then, with unlock and lock condition, the cuff was inflated to 25mbar using calibrated endotest. With all of the unlock and lock conditions, the cuff was able to inflate in all three locations. As per IFU, the incorrect securing of fixation flange can lead to the air supply channel of the cuff system being compromised, thus rendering inflation or deflation of the cuff slow or impossible. This complaint is not confirmed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: the cuff did not inflate when the ring was locked at the level required for the patient. When the ring was set at another level, there was no problem. This was observed during the preparation prior to use. No consequence for the patient.